Manufacturer narrative:
D10 - concomitant devices: 5727848 02-010-06-0330 - tru cc femoral size 3 right; 5759504 02-012-60-1080 - tru stem ext 10mm x 80mm; 4999883 02-012-60-1280 - tru stem ext 12mm x 80mm; 5687126 02-012-61-2000 - tru offset stem ext coupler, 2mm; 6289966 02-012-61-6000 - tru offset stem ext coupler, 6mm; 5567418 02-012-65-3013 - tru cc tib insert size 3, 13mm; 6075415 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee started experiencing swelling and weaker support of the knee about a year post operation. She expressed symptoms of discomfort at her check up. An x ray was taken and surgeon recommended her for surgery.